Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during the unknown surgery, during the 2nd firing, squeezed down the firing trigger, it could not be released as the photo shows. Changed another one, the event re-happened. The surgeon suspects the trigger's spring was damaged. The complaint device was received and evaluated. Visual observations of the device and visual inspections on the pictures provided confirm that trigger was loose. When test its functionality, it was detected and corroborated that the trigger was loose, in that there was no tension on the handle from the spring. In addition, the screw to lock trigger was broken. The device was opened to review the internal components. As result, the trigger was found broken and disconnected from the latch and from the return spring. The possible root cause for the reported failure can be attributed to excessive force applied to the trigger. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l57098, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the firing trigger on the truespan 24 degree peek device was damaged. According to the report, the anchor device could not be released when the firing trigger was squeezed down during the second firing. The surgeon suspected that the trigger's spring was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.